Manufacturer narrative:
The reported event of end of life (eol) was not confirmed. As received, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and pass. The fully charged battery provided 77 hours of stimulation. No root cause was identified for the reported issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy and ipg was unable to communicate with external devices. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.